Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call they had received an insulin flow blocked alarm. The alarm would normally occur during a bolus. It was reported that the event was resolved by changing the complete infusion and reservoir set. The customer's blood glucose level was 400 mg/dl. The product will not be returned for analysis.